Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned. The coil and pusher wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched where the interlocking arm was. Microscopic inspection of the pusher wire revealed the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil revealed the zap tip has a smooth surface. The interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection was performed and were found to be within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the coil could not be advanced. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified pulmonary arteriovenous malformation. A 14mm x 50cm interlock¿ was selected for use. During the procedure, it was noted that resistance was encountered when inserting and when deploying the coil. The coil was subsequently stuck in the microcatheter. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. However, device analysis revealed that the coil interlocking arm was found detached from the rest of the coil.